Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that upon opening the instrument's packaging, it was noted that the inside sterile packaging appeared to have melted.

Manufacturer narrative:
A 2.5mm diameter pin and packaging content was returned for evaluation. As received, the shrink wrap is missing. The outer carton is damaged. The end panel with the tamper proof label is torn open. The inner cavity and tyvek lid has been melted. The patient record label is stuck to the inside of the outer carton. Device history record review indicates the devices were manufactured to specifications and show no anomalies or deviations that would have contributed to the reported event. This device is used for treatment. Initial product history search conducted on (B)(6) 2016 revealed no additional complaints against the related part and lot combination. The iaf concluded that if products get stuck in the shrink tunnel then the packaging can be compromised. The root cause is currently under investigation as part of a CAPA and has not been determined.